Event description:
It was reported that the patient presented for a device change procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited noise and high capture threshold. The physician decided to plug the lead into the new generator. Programming changes were made to deactivate the lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.